Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that they met with the doctor on (B)(6) patient has been receiving a 10% increase of medication each time for refills on (B)(6) and (B)(6) 2019 with no change in pain relief. Current medication is morphine and will be switched to dilaudid at next refill. There has been no volume discrepancy with his last refill or the 2 week check up that the patient had after the initial testing. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reported it was verified there was morphine in the pump. The patient¿s weight at the time of the event was unknown. It had not been determined what caused the volume discrepancy. The rep had them verify all possible air was out of the pump before refilling. The doctor did not fill the pump completely. She placed 8cc worth of drug into the pump and would bring the patient back in two weeks. She would then verify how much drug was in the pump versus what the programmer read. If the discrepancy was still there she was going to send him for a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported a volume discrepancy occurred on (B)(6) 2019. The actual reservoir volume (arv) was 0 ml and the expected reservoir volume (erv) was 4 ml. Volume discrepancy considerations were reviewed. It was also reported that the patient has complained of intermittent increased pain for a little over one year, relative to (B)(6) 2019. The doctor did a catheter access port (cap) dye study a few months ago and it was negative. The rep stated the doctor has increased the dosing with no improvement. No further complications were reported or anticipated.